Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ("menorrhagia") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), allergy to metals ("nickel allergy"), amnesia ("memory loss"), dyspareunia ("dyspareunia"), alopecia ("hair loss") and dysgeusia ("metallic taste"). The patient was treated with surgery (removal of bilateral essure). Essure was removed on (B)(6) 2013. At the time of the report, the menorrhagia, allergy to metals, amnesia, dyspareunia, alopecia and dysgeusia outcome was unknown. The reporter considered allergy to metals, alopecia, amnesia, dysgeusia, dyspareunia and menorrhagia to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ("menorrhagia/abnormal bleeding (vaginal, menorrhagia)") and fallopian tube perforation ("perforation (fallopian) tube(s))") in a 35-year-old female patient who had essure (batch no. 623458) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included arthritis and inflammation. Concurrent conditions included hsv infection, fatigue and weight gain. Concomitant products included citalopram hydrobromide (celexa), fluconazole (diflucan), fluoxetine, fluoxetine hydrochloride (prozac) and valaciclovir hydrochloride (valtrex). In 2007, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required). On (B)(6) 2007, the patient had essure inserted. In may 2008, the patient experienced amnesia ("memory loss"), alopecia ("hair loss"), dysgeusia ("metallic taste"), libido decreased ("libido decrease"), furuncle ("cystic boils on face, throat and back"), pain ("body ache and pain") and dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2013, 5 years 3 months after insertion of essure, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). In 2014, the patient experienced inflammation ("inflammation"). On an unknown date, the patient experienced allergy to metals ("nickel allergy"), dyspareunia ("dyspareunia/dyspareunia (painful sexual intercourse)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and arthritis ("arthritis"). The patient was treated with surgery (bilateral essure coil removal and bilateral microsurgical tubotubal anastomosis). Essure was removed on (B)(6) 2013. At the time of the report, the menorrhagia, allergy to metals, dyspareunia, dysgeusia and dysmenorrhoea was resolving, the amnesia had resolved with sequelae and the alopecia, libido decreased, vaginal haemorrhage, furuncle, pain and fallopian tube perforation outcome was unknown. The reporter considered allergy to metals, alopecia, amnesia, arthritis, dysgeusia, dysmenorrhoea, dyspareunia, fallopian tube perforation, furuncle, inflammation, libido decreased, menorrhagia, pain and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2008: confirmed satisfactory placement of both essure; on (B)(6) 2012: bilateral fallopian tube implants with occlusion. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received. New events added-libido decrease, abnormal bleeding (vaginal, menorrhagia), cystic boils on face, throat and back, body aches and pain, nickel allergy, perforation (fallopian) tube(s)), memory loss, hair loss, arthritis and inflammation. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of menorrhagia ("menorrhagia/abnormal bleeding (vaginal, menorrhagia)") and fallopian tube perforation ("perforation (fallopian) tube(s))") in a 35-year-old female patient who had essure (batch no. 623458) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included arthritis and inflammation. Concurrent conditions included herpes simplex type I, fatigue and weight gain. Concomitant products included citalopram hydrobromide (celexa), fluconazole (diflucan), fluoxetine, fluoxetine hydrochloride (prozac) and valaciclovir hydrochloride (valtrex). In 2007, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required). On 20-sep-2007, the patient had essure inserted. In may 2008, the patient experienced amnesia ("memory loss"), alopecia ("hair loss"), dysgeusia ("metallic taste"), libido decreased ("libido decrease"), furuncle ("cystic boils on face, throat and back"), pain ("body ache and pain") and dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2013, 5 years 3 months after insertion of essure, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). In 2014, the patient experienced inflammation ("inflammation"). On an unknown date, the patient experienced allergy to metals ("nickel allergy"), dyspareunia ("dyspareunia/dyspareunia (painful sexual intercourse)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and arthritis ("arthritis"). The patient was treated with surgery (bilateral essure coil removal and bilateral microsurgical tubotubal anastomosis). Essure was removed on (B)(6) 2013. At the time of the report, the menorrhagia, allergy to metals, dyspareunia, dysgeusia and dysmenorrhoea was resolving, the fallopian tube perforation, alopecia, libido decreased, vaginal haemorrhage, furuncle and pain outcome was unknown and the amnesia had resolved with sequelae. The reporter considered allergy to metals, alopecia, amnesia, arthritis, dysgeusia, dysmenorrhoea, dyspareunia, fallopian tube perforation, furuncle, inflammation, libido decreased, menorrhagia, pain and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on 16-apr-2008: confirmed satisfactory placement of both essure; on 6-feb-2012: bilateral fallopian tube implants with occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-aug-2018: quality safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.